Event description:
A brevibloc (esmolol) drip was ordered at 50 mcg/kg/min; however, the nurse inadvertently initiated the infusion at 50 mg/kg/min. Within minutes after the initiation of the brevibloc (esmolol) infusion, the patient's heart rate dropped and he went into cardiac arrest. After the cardiac arrest, the patient was intubated and placed on a ventilator and per the family's request was removed from the ventilator and expired later that evening.